Event description:
Surgeon commented on loose stem.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stem. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4): not returned.